Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation. Device left in patient.

Event description:
It was reported that "on (B)(6) 2012, the patient underwent the elongation surgery by the xia3. Afterwards, the rod was broken, the surgeon changed the rod to brand-new rod on (B)(6) 2013. On (B)(6) 2013, the surgeon found that the parallel connector loosened. The surgeon is monitoring for patient now."

Manufacturer narrative:
Method: x-rays; risk assessment; complaint history review (analysis); manufacturing record review; visual inspection; result: the functional assessment of the parallel connector revealed that the threading of the blockers was damaged considerably and restricted the loosening/tightening of the set screw. Further inspection of the blockers also demonstrated a distinct deformation pattern (bottom surface) implicating connector reuse. Reuse was also indicated in the follow-up correspondence as a plausible cause of device malfunction because the same parallel connectors were reused after a revision surgery (replacement of a broken rod on 3/23/2013). The x-rays show the previous rod breakage that may have contributed to the connector failure by compromising the integrity of the multilevel construct. Additional forces and torques may have been imposed on the parallel connectors once the rod broke. CAPA/nc trackers were reviewed from jan-2011 to sept-2013 there were no relevant ncs or capas pertaining to xia3 connectors. Upon release of lot# b15856 all units conformed to dimensional, functional, and aesthetic specifications. There were no nonconformance¿s raised during the manufacturing process. Also for lots (b12134 & 61043) for each subcomponent of the connector were also reviewed and there were no nonconformance¿s reported. Conclusion: a definitive root cause for the connector loosening is unknown; however, there is considerable evidence from this investigation to strongly suggest reuse of the connector as the most probable cause of failure. First, a deformation pattern on blocker consistent with reuse / retightening, second deformations indicative of reuse that is specific to exact blocker that is implicated in loosening and finally an indication from sales rep that the product was reused after 1st revision surgery.

Event description:
It was reported that "on (B)(6) 2012, the patient underwent the elongation surgery by the xia3. Afterwards, the rod was broken, the surgeon changed the rod to brand-new rod on (B)(6) 2013. On (B)(6) 2013, the surgeon found that the parallel connector loosened. The surgeon is monitoring for patient now."